Event description:
It was reported the customer was hospitalized for high blood glucose. Instructed customer to change the infusion set and reservoir and perform the manual and fixed prime tests. The insulin exited properly. Performed a high-pressure test and the device passed the test.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.